Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor was reading a value of 240 but his blood glucose was 150 mg/dl. Customer stated that he would call back about 2-3 hours later and he restarted back up. Customer stated that the sensor was doing the same thing as before. It was explained that the sensor may be bent. Customer stated that he had 39 grams of carbs. Customer's sensor glucose value was 77 and his blood glucose was 215 mg/dl. Customer was advised that the difference in readings was not within an acceptable range. Customer's sensor glucose is now saying 69 and the customer stated that it is getting ready to suspend. Customer was advised to wait at least 5 hours before removing the sensor.